Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-aug-2023 . H6: investigation summary the customer returned (39) open 32g 4mm pen needles from lot#0316743, reporting needle clog. The pen needles were visually inspected and observed (28) pen needles with bent cannula npe and (3) broken cannula npe. A functionality clog test was performed on the remaining (8) pen needles and observed the proper flow of fluid through the cannula. Most likely the customer's complaint reported failure occurred due to a bent and broken npe cannula. The root cause cannot be determined as the return samples were opened. Based on the sample returned, embecta was able to confirm the customer-indicated failure as a bent and broken cannula npe. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow. Consumer does not re-use. Lot #: 0316743. Catalog #: 320550. Date of event: unknown.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow. Consumer does not re-use. Lot #: 0316743, catalog #: 320550, date of event: unknown.